Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was received for analysis after decontamination. The returned device matches the device and lot number provided by the customer. Visual inspection found a severe kink in the device approximately 14mm from the distal tip in the neutral position between ring 1 and ring 2. The sheath insulation at the top of the kink was found intact however the seal to ring 2 was split. Both the seals to ring 1 and ring 2 were compromised, and there is body fluid along the sides of the rings. Functional inspection was performed. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and passed the right curve test, but failed the left curve test; the tip did not reach the shaded area of the template. The distal section was dissected. There was body fluid under r1 and r2 rings, and in the interior of the sheath. The kevlar wrap was displaced and the center support was bent into a ¿v¿ shape. One of the steering wires was detached; there was evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. Complaint confirmed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 17apr2017. It was reported that the distal tip kinked and the steering wire was broken. While ablating a cavotricuspid isthmus (cti) line for typical atrial flutter very few signals were seen on the electrodes of the intellatip mifi xp catheter. While maneuvering the catheter it was noted that the distal tip of the catheter appeared kinked. It was further noted that it looked as though one of the steering wires had broken leaving the distal tip kinked permanently. Two additional intellatip mifi xp catheters were opened. One experienced the same issue of very few signals, distal tip kinked, and appeared as though a steering wire had broken. The other intellatip mifi xp that was opened experienced scarce signals, and a complete loss of steer-ability. However device analysis found the seals of ring 1 and ring 2 to be compromised.